Manufacturer narrative:
(B)(4).

Event description:
The customer reported experiencing a tandem mobi cartridge alarm during pumping, confirmed by technical support on two occasions with different cartridges. There was no adverse impact on the customer¿s blood glucose level. Technical support confirmed the customer followed the correct loading technique and arranged for the replacement of the malfunctioning pump with an updated version. The customer agreed to use a backup insulin pump in the meantime and understood the instructions for returning the faulty device.